Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source was showing error e200. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under any anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, based on the results of the investigation, it was presumed the device could not be lit occasionally due to defective power unit and igniter. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.